Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a subtotal laparoscopic hysterectomy procedure, the first time the surgeon used the device. The surgeon applied force to the handle and half way through the case, the top part of the jaw broke and fell in the patient. The piece was retrieved. A new device was opened and used to successfully complete the case. There was no bleeding, or adverse event.

Manufacturer narrative:
(B)(4): batch #m90x08. Corrected manufacturing and expiration dates the device was returned with the upper jaw detached not returned and with the I-blade upper tip broken lifted. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw or the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.